Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified left anterior descending artery. The 3.25 x 8mm quantum maverick monorail balloon catheter was being used for post-dilatation of a stent. The first inflation was at 6 atms. Upon the second inflation at 8 atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.